Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Device evaluated by MFR: the device was returned for analysis. The original box was returned without being opened. Under visual inspection, it was possible to observe the box top section damage (ripped/torn). No other issues were observed and no internal damages were identified.

Event description:
It was reported that the package was contaminated. A flexima drainage catheter was selected for use. During unpacking, it was noted that the internal and external package was damaged. There was no patient involvement.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported.

Event description:
It was reported that the package was contaminated. A flexima drainage catheter was selected for use. During unpacking, it was noted that the internal and external package was damaged. There was no patient involvement.